Event description:
It was reported that a syringe component broke during use.

Manufacturer narrative:
It was reported that a syringe component broke during use as pressure was being applied to the component by a physician user. Reportedly, the broken syringe "stabbed" the physician's hand, however, the reporting facility confirmed that the broken device "did not penetrate his skin." No serious injury or medical intervention was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or physical sample was provided for evaluation and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.